Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking from the customer's site. The customer's blood glucose level was 300 mg/dl. The customer delivered a correction bolus via the pump. Reportedly, the customer changed supplies and resumed insulin delivery.